Event description:
It is reported that surgery was delayed for 1 hour when the guide pin and reamer would not go through the targeting guide.

Manufacturer narrative:
Evaluation summary: it appears from the description that the positioning of the nail in the im canal was improper, leading to difficulty placing the guide pin and reamer through the proximal nail hole. Improper insertion could be due to: iii monitoring of the progression of the nail down the im canal, inaccurate implant anteversion, inadequate reaming of the canal, improper selection of the nail size. The device meets dimensional specification where such have not been altered due to improper impaction of the device. The distal end of the barrel exhibits wear from usage. Additionally, the exterior barrel surface shows minor damage from usage. Device history records indicate device manufactured to specification.